Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product location is unknown. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: an initial right tha was performed . A revision was performed on due to pain, elevated metal ions, and difficulty ambulating. A substantial amount of osteolysis was found in the femur and corrosion was found on the trunnion. Additionally, the liner was fractured, with fragments in the joint. The head, liner, and neck were revised with zimmer products. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Concomitant medical products:part # 00771300700/ modular femoral stem/ lot # 62033873. Part# 00801803602/ femoral head /lot# 62177338. Part# 00784801200/ modular neck taper/lot# 61181156. Part# 00625006540/ bone scr/lot# 62161139. Part# 00625006525/ bone scr/lot# 62256247. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2021 - 00332, 0001822565 - 2021 - 02929.

Event description:
It was reported by that patient underwent a right hip revision procedure approximately 7 years¿ 9 months¿ post-implantation due to pain, slightly elevated metal ion levels and difficulty ambulating. During the revision it was noted the liner fractured, there was corrosion around the trunnion and the patient developed osteolysis. Attempts have been made and additional information on the reported event is unavailable at this time

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product location is unknown. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: an initial right tha was performed. A revision was performed on due to pain, elevated metal ions, and difficulty ambulating. A substantial amount of osteolysis was found in the femur and corrosion was found on the trunnion. Additionally, the liner was fractured, with fragments in the joint. The head, liner, and neck were revised with zimmer products. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Concomitant medical products: part # 00771300700, modular femoral stem, lot # 62033873. Part# 00801803602, femoral head, lot # 62177338. Part # 00784801200, modular neck taper, lot# 61181156. Part # 00625006540, bone scr, lot# 62161139. Part# 00625006525, bone scr, lot# 62256247. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2021-00332, 0001822565-2021-02929.

Event description:
It was reported by that patient underwent a right hip revision procedure approximately 7 years¿ 9 months¿ post-implantation due to pain, slightly elevated metal ion levels and difficulty ambulating. During the revision it was noted the liner fractured, there was corrosion around the trunnion and the patient developed osteolysis. Attempts have been made and additional information on the reported event is unavailable at this time.